Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -10.0/2.0/171 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged due to lens rotation not associated to a low vault. The problem was resolved. The cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Additional information: d9: return date:11-dec-2023. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).